Event description:
During evaluation of a returned homechoice device, a high drain error 101 alarm was identified in the log. The alarm occurred on (B)(6) 2013, during night drain one. This information meets increased intra peritoneal volume (iipv) criteria. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. However, the cause could not be determined. If additional relevant information is received, a follow-up report will be sent.